Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he was hospitalized on (B)(6) 2016 due to a high blood glucose level of 509 mg/dl. The customer tried correcting his high blood glucose level with the insulin pump twice but it did not work and there were no alarms. The customer rode roller coasters all summer while wearing the insulin pump. The high pressure test and self-test passed. He had difficulty breathing, was thirsty, and had excessive urination. He had a diabetic ketoacidosis. They gave him fluids and then manual injection. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.